Manufacturer narrative:
The field service technician was not able to confirm the reported event that the rover had a defective plug and exposed wires. The technician did find that the unit had a hubble lock plug which is not a stryker provided plug. Based on the IFU, the customer should not modify the stryker provide plug.

Event description:
It was reported that the rover's power cord has exposed wiring. This was noticed prior to a procedure during inspection. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the rover's power cord has exposed wiring. This was noticed prior to a procedure during inspection. There was no patient involvement and no adverse consequences associated with the device.